Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received intermittent altitude alarms. In addition, it was reported that "only a few drops" were observed when delivering an over 10 unit insulin bolus. Multiple attempts were made to follow up with the customer on the reported issue. No response was received. There was no reported impact to customer's blood glucose level.